Event description:
It was reported that during procedure; while using the reusable fiber for the first time, light was leaking from the tip. The user thought that there was a problem with the stability of the fiber. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during procedure; while using the reusable fiber for the first time, light was leaking from the tip. The user thought that there was a problem with the stability of the fiber. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for connector function. Microscope inspection identified that there were burn marks on the connector and the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Functional testing identified the aiming beam light was dim. The reported allegation of fiber break was not confirmed. Device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review of the slimline sis ez hazard analysis was completed and confirmed that the event of fiber tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported allegation of fiber tip break was not confirmed, there was no problem detected with the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber tip break based on analysis results. However, analysis observed burn marks on the connector, based on this finding an investigation conclusion code of cause traced to component failure was assigned to this investigation.